Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. Per IFU, the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with penetrating ulcers.

Event description:
In a review of published literature, these findings were noted. "Mid-term results of endovascular treatment with the gore tag device for degenerative descending thoracic aortic aneurysms," yunoki j, kuratani t, shirakawa y, et.al. Gen thorac cardiovasc surg. 2015 jan; 63(1):38-42. From may 2008 to april 2011, elective thoracic endovascular aortic repair (tevar) with gore tag thoracic endoprostheses without left subclavian artery (lsa) coverage for a degenerative descending thoracic aneurysm was performed in 36 consecutive cases. The mean age of the patients was 74.8 +/- 10.0 years, and 66.7% of the patients were male. The article describes one case of new ulcer like projection. On (B)(6) 2009, a gore tag thoracic endoprosthesis was implanted to repair a standard type b dissection. The procedure was concluded without any reported issues. On (B)(6) 2009, an ulcer-like projection (ulp) was identified (location unknown). According to the physician, the ulp was related to the device. No re-intervention took place, and the patient was monitored. On (B)(6) 2010, another ulp was identified in a different location (specific location unknown). The physician noted that the causal relationship of the event with the device is unknown. On (B)(6) 2010, an additional gore tag thoracic endoprosthesis was implanted to repair the new ulp. On (B)(6) 2011, no change was observed with the ulp identified on (B)(6) 2009. The physician opted to take a wait-and-watch approach.